Manufacturer narrative:
The pathology analysis on the valve is still ongoing. No final evaluation can be drawn.

Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow valve model lxa size 25 was explanted in a juvenile patient after 1.5 years due to regurgitation. The mitroflow aortic valve was explanted from the pulmonary position. It was also notified that during the same surgery another mitroflow valve model lxa size 23 implanted in the aortic position was explanted due to aortic stenosis ( the manufacturer submitted and mdd also for this event 3004478276-2014-00035).